Event description:
Consumer complaint of about high blood results. Customer normal results are 120-150mg/dl about 2 hours after meals. Based on parkes error grid analysis, the bias between the highest result in memory (264) and the lowest normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer normal results are 120-150mg/dl about 2 hours after meals. Based on parkes error grid analysis, the bias between the highest result in memory (264) and the lowest normal result (120) is located in zone c. No adverse event reported.